Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump leading to the pump shutting down. The customer's blood glucose level was 560 mg/dl. Customer administered a correction injection to address bg level. Replacement pump was sent to customer to resolve the issue.